Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that in the last week all of a sudden there have been a few instances where while they were laying down they were feeling a sensation on their right side like the stimulation was running high. Caller noted it was discomforting and painful when it occurred and eventually it just stopped. Caller noted that they didn't have anything connected or on; agent understood caller was not recharging or using the controller when this occurred. Caller denied any recent falls or injuries but noted they had been traveling a lot and sitting for long periods of time which was abnormal. Agent reviewed positioning and expected sensation changes. The patient was redirected to their healthcare provider to further address the issue.